Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ pre-filled saline syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: detection of multiple foamy-white "thrombi" during aspiration from vessel after pvk installation.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 306575 and lot number 2200460. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. A cause related to the manufacturing process could not be concluded for the reported incident. Posiflush sp syringes are intended to be used for flushing only in-situ vascular access devices (vad) by flushing the saline solution through the catheter into the vein. Once done, the syringe must be disposed of since it is for single use only. According to the reported issue, the syringe was at some point used to aspire, and multiple foamy-white "thrombi" were detected while aspirating from vessel after pvk installation. Posiflush sp syringes are not intended to be used for: -dry product reconstitution -medication dilution or -where intravenous therapy with sodium chloride is indicated it has been determined the reported incident involved misuse by the user. H3 other text : see h10

Event description:
It was reported that the bd posiflush¿ pre-filled saline syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: detection of multiple foamy-white "thrombi" during aspiration from vessel after pvk installation.